Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the snare loop was extended around the mucosa but the physician was not able to cut smoothly; it was reported that the cut was"dull." The physician¿s assistant removed the snare from the patient and observed that the tip of the loop was bent. There was presence of bleeding and a clip was used for hemostasis. The procedure was completed with another captivator snare. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the snare loop was extended around the mucosa but the physician was not able to cut smoothly; it was reported that the cut was"dull." The physician¿s assistant removed the snare from the patient and observed that the tip of the loop was bent. There was presence of bleeding and a clip was used for hemostasis. The procedure was completed with another captivator snare. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found a bent/ angled snare loop tip. A 10-inch loop fixture was used to test the device and the unit was able to extend and retract within specifications. The complaint that the snare loop could not perform smooth cutting because of the bent wire tip was confirmed; the returned device has a bent/ angled loop nose. Based on this information, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.